Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the front panel assembly. After replacing the front panel assembly, the issue was resolved. The fsr performed the operational verification procedure and reported the unit meets all factory specifications. The suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, carefusion failure analysis has not received the suspected front panel assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's screen is inactive and will not respond to touch. The customer performed troubleshooting, but the issue was not resolved. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and the reported issue was unable to be duplicated. The touchscreen was calibrated fine and is responding to every touch or tap.